Event description:
The manufacture was contacted in reference to the field safety notice/recall notification related to the sound abatement foam recall in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device was scrapped. This event is reportable under fda21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.